Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump alerted the patient that the cartridge was missing or cartridge too full when neither was the case. It was reported that infusion was life-sustaining and patient received remaining infusion volume via backup pump. No patient consequences were reported. No adverse effects were reported.